Manufacturer narrative:
Findings: pump received with reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case reservoir tube window corner, cracked reservoir tube, missing end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 78mg/dl at the time of the incident. The customer reported that the pump was cracked. The customer reported that pieces of the pump were chipped off and it is cracked near the top where the reservoir is inserted. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.